Manufacturer narrative:
On 1/10/2019, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the gel contained in the device appears cloudy. Red material was observed within the device. Gel was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.5 cm within an area of shell abrasion and a crease on the posterior aspect and extended to the anterior aspect. No other anomalies were discovered. A root cause of the failure could not be determined. The severity level for this complaint code was determined to be a s1, which is defined as: limited (inconvenience or temporary discomfort, transient, or complaints). There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device history record (DHR) for the lot number 233751 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: gel mentor memorygel breast implant 500cc, catalog number 3507500bc, lot number 234455. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with gel mentor memorygel breast implants 500cc and experienced large amount of gel bleed on the right breast implant. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 550cc, catalog number 3505501bc, serial number (B)(4), lot number 7611115 on the left breast implant and with gel mentor memorygel breast implant 550cc, catalog number 3505501bc, serial number (B)(4), lot number 7609823 on the right breast implant on (B)(6) 2018 .